Manufacturer narrative:
(B)(4). One actual sample was received for evaluation purposes related to the no flow/restricted flow condition. Visual and functional testing was performed and the reported condition was confirmed. The unit failed clear passage testing at 8 psi and the no flow condition was confirmed between the tubing and the male luer lock. The assignable cause could not be determined.

Event description:
The customer reported to baxter canada a blockage that occurred on an interlink i.v. Catheter ext set during patient use. There was no patient injury or medical intervention associated with this event. The sample is available for evaluation. No other information is available.